Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported difficulty to open the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation for a mitraclip procedure. During the procedure, a mitraclip was successfully placed on the leaflets. After grasping the leaflets, the clip was unable to be unlocked. Troubleshooting was performed unsuccessfully and the clip was implanted. A secondary mitraclip was implanted successfully. The procedure was discontinued; the final mr was grade 1. There were no adverse patient sequela or clinically significant delays reported.